Event description:
It was reported that the stent moved backward during deployment, requiring placement of another stent. The 60% stenosed target lesion was located in the mildly tortuous and between moderate and severely calcified superficial femoral artery. A 6x100, 130 cm eluvia drug-eluting stent was selected for treatment. However, during the procedure, it was noted that the stent moved backward during deployment and could not be place at the target site. The deployment was stopped, and the stent was withdrawn. The procedure was completed with another of the same device. There were no patient complications as a result of this event.